Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 100% stenosed, concentric, heavily calcified lesion in the moderately tortuous distal left circumflex (lcx) coronary artery. The 1.5x8 mm mini trek balloon dilatation catheter (bdc) was advanced with resistance noted with the anatomy and ruptured on the first inflation to 8 atmospheres. The device was removed without issue and a new trek bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.